Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, after parking the foot the physician removed the device with "slight judder" (shaking the device) but without relevant resistance. Upon device removal it was observed that a piece of vessel was present in the distal end of the device. The patient was taken to surgery, a patch was used to repair the vessel and the puncture site was closed surgically. General anesthesia was administered during the cut down procedure and this additional intervention took approximately 1 hour. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulties during device removal and piece of vessel present in the distal end of the device could not be confirmed. There was no tissue returned with the device or detected device anomaly that may have contributed to the reported tissue removed from the anatomy. The guide tube was observed bent, an indication of possible force used and/or device manipulation during the procedure, but cannot confirm the reported difficult removal of the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. The cause of the reported event was determined to be most likely related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that the device operator used a side to side movement or slightly shook the device to remove it from the patient. Per the proglide instructions for use, it states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device instructions for use indicate: do not advance or withdraw the proglide device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or vessel repair. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.